Event description:
Medtronic received information that eight months following the implant of this transcatheter bioprosthetic valve, the patient presented with 10 days of fever, gastroenteritis symptoms, intermittent headache, visual changes, joint pains (motion restriction of left shoulder and bilateral knee pain), chest pain, shortness of breath, and increasing fatigue. Blood cultures were positive for e. Coli and the patient was diagnosed with endocarditis. Echocardiogram showed deteriorated right ventricle function since previous study,severe tricuspid regurgitation and conduit stenosis (increased peak gradient of 55-60 mmhg across right ventricle outflow tract. The patient was treated with antibiotics (ceftriaxone) and a stent was placed in the valve to resolve the elevated rv pressure. No further adverse patient effects have been reported.

Manufacturer narrative:
Product analysis: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow-up report will be submitted. Conclusion: the valve remains implanted and a root cause to the reported clinical observations was not determined. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. (B)(6). (B)(4).

Manufacturer narrative:
Investigation completed, additional information: cases that occur between 2 and 12 months after surgery are a mixture of hospital-acquired episodes that are caused by less virulent organisms and community-acquired episodes. Therefore, this report of endocarditis is found unlikely to be attributed to the current melody tpv manufacturing processes. The patient was treated with antibiotics (ceftriaxone) and a stent was placed in the valve to resolve the elevated rv pressure. No conclusions can be made to the clinical observations without the return. Review of the current manufacturing process controls has demonstrated that medtronic has taken appropriate steps to control contamination of products during manufacturing, including sampling of manufacturing environmental air and working surfaces, which are subsequently tested for bioburden. In addition, the liquid chemical sterilization process for the tpv includes the use of a buffered glutaraldehyde solution and an alcohol wash, which displays a broad spectrum of activity and a rapid rate of kill against a wide variety of microorganisms. (B)(4). (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.